Manufacturer narrative:
Insulin pump received with button error alarm and no escape button response due to corroded escape keypad trace. No moisture damage noted inside pump noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call to have received a button error alarm and was not sure how it occurred. Customer's blood glucose was 127 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.